Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: the implant(s) was not returned, image(s) was reviewed. Investigation summary: complaint summary: suspected infectiion. Fracture of the left tibial plate. Implant date: 2020. Unk. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (4 image(s) from the attachment(s) located in notes & attachments section of the product complaint) up to 16-mar-2021. The image(s) was reviewed, and the complaint condition could not be confirmed as there were no issues with the device. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. H6: a definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: lot number unknown therefore no mre is performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a fracture of the left tibial plate occurred with a suspected infection. The device was originally implanted on an unknown date in 2020. No further information was provided. This report is for one (1) unknown screw this is report 5 of 7 for (B)(4). This complaint (B)(4) captured the 7 devices of 17 devices while linked complaint (B)(4) captures the 10 other devices.